Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, the led lights began to flicker and the disposable device stopped cutting. The same device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.